Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The pump was returned for investigation. Visual inspection found no issues on the pump. The failure mode could not be reproduced as pump ran without issue under bench test. The root cause of the low flow was most likely use related as no issue was found on the pump and data. D9, g3.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support the pump exhibited low flow. The device was removed, cleaned, re-implanted and still exhibited low flow. The pump was replaced with another impella cp to resolve the issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.